Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. However, in reviewing the unit's logs, the fse found multiple errors stating that the fiber optic sensor was failing. To fix the issue, the fse replaced fiber optic assembly, and then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.